Event description:
It was reported on (B)(6), 2014, the insulin pump alarmed button error. Customer was unable to clear the alarm. Customer did not press the button longer then three minutes. Customer was advised to discontinue use and revert to back up plan. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump was received intermittent button response due to j2/lcd unlock keypad connector. No button error alarm noted. The device was received with minor scratched display window. The device was received cracked case display window corner, battery tube threads, reservoir tube lip, belt clip slot, and lcd window.